Event description:
It was reported that the physician implanted a 35mm helix septal occluder in 2004 to close an atrial septal defect. On (B)(6) 2010, a frame fracture was noted and a residual shunt persisted across the defect. The device is scheduled to be explanted on (B)(6) 2010.